Manufacturer narrative:
Tw ID#(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vessel harvesting procedure, vasoview hemopro 2 co2 insuflation device said "occlusion" multiple times. Co2 tubing seemed to be tight at the tower and when connected to the luer lock on the evh kit. When harvester disconnected the co2 tubing from the luer lock on the btt, it seemed to flow without issue. Harvester had an issue maintaining a good tunnel during the harvest due to the issue. Harvester was able to complete the case without opening a new kit. There was no procedural delay. There was no patient harm.

Event description:
N/a.

Manufacturer narrative:
Trackwise#: (B)(4). Corrected sections: d9--device available for eval? Corrected from "yes" to "no". H3--device discarded. A lot history record review was completed for lots 3000403500, 3000404970, and 3000405184 the last 3 lots shipped to the account prior to the event/aware date. There was a ncmr, rework, or deviations documented for the lot #s from ship history. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. Without a lot/serial number or a manufacture/expiration date provided, only a partial UDI# is available.